Event description:
The caller reported that the insulin gauge on their pump displayed a different amount than expected, showing 39 units instead of the expected 76 units. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on properly removing air from the cartridge before filling it, but the caller declined to load a new cartridge and chose to continue using the current one, with plans to follow up if necessary.